Manufacturer narrative:
The reported issue that (1) 8110 was displaying pump error 356.6710.0 and 353.7200.5 syringe digital sensor and syringe plunger position sensor was not confirmed for this file because no product or device logs had been returned. The root cause for the reported issue that (1) 8110 was displaying pump error 356.6710.0 and 353.7200.5 syringe digital sensor and syringe plunger position sensor was not determined because no product or device logs were returned for this file; however the service history identified the device had been returned in march of 2021 (pr 552525) with the force sensor assembly replaced as root cause for error code 356.6710.0. No further investigation of this issue is deemed necessary as the device had been returned later for the same issue in (B)(6) 2021, (pr 552525) and no patient impact was reported. The device is used for treatment purposes. Device history: a review of the device history record showed the device had a manufacture date of 28apr2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did confirm similar complaint with the same or related failure mode for this customer opened in (B)(6) 2020 (B)(4).

Event description:
It was reported that the customer had (1) 8110 which was displaying pump error 356.6710.0 and 353.7200.5 syringe digital sensor and syringe plunger position sensor. There was no patient involvement.

Manufacturer narrative:
The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the customer had (1) 8110 which was displaying pump error 356.6710.0 and 353.7200.5 syringe digital sensor and syringe plunger position sensor. There was no patient involvement.